Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned for evaluation, but evaluation not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed.